Event description:
Reference article FDA may require more accurate glucose monitors. I have used an accu-chek advantage meter for years and requested the new accu-chek compact plus. From day 1, I got readings some 30 points lower. Roche sent me the new aviva. I used all 3 for about 2 weeks and the compact plus consistently read some 30 points lower. Roche would not address my concerns about the compact plus and said that as long as the readings were within the limits of the control solution there was nothing wrong with the meter. There certainly is reason to be concerned with an average 30 point difference in readings. The compact plus is very inaccurate despite being in the control solution range. Both the accu-chek advantage and accu-chek aviva read within 2 points of each other. Diagnosis or reason for use: very low readings compared to other meters.